Event description:
Alarms connected to ccu bedside monitor did not sound at station when pt went into sinus brady. Family member was at bedisde and immediately notified staff. Resuscitation initiated. Pt coded a second time; resuscitation discontinued per family's request.